Event description:
A malfunction was reported with a code malf 9 displayed, but no notable events occurred prior to it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, confirming there was no adverse impact. The customer independently reset the pump, and the malfunction code did not recur, allowing continued use of the pump. Customer technical support advised the customer to call back if the malfunction recurred, and the customer understood.